Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 has inconsistent power. Intermittently poor cutting and cauterizing. They were able to complete the procedure using the product in question. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 20may2020 and an investigation was conducted on 22may2020. A visual inspection was conducted. Signs of clinical use was observed. Charred tissue and blood was observed on the heater wire. Microscopic inspection was conducted. The heater wire was observed to be completely flexed away from the hot jaw and detached at the tip of the hot jaw. The heater wire remained attached at the base of the hot jaw. No other visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.690 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure ¿electrical issue" is not confirmed. The analyzed failure "material twisted/ bent wire" was confirmed. Specific actions for the analzed failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 has inconsistent power. Intermittently poor cutting and cauterizing. They were able to complete the procedure using the product in question. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h10 - corrected to reflect ¿electrical issue; deactivation mechanism kept going off¿. (B)(4). The device was returned to the factory for evaluation on (B)(6) 2020 and an investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use was observed. Charred tissue and blood was observed on the heater wire. Microscopic inspection was conducted. The heater wire was observed to be completely flexed away from the hot jaw and detached at the tip of the hot jaw. The heater wire remained attached at the base of the hot jaw. No other visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.690 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure ¿electrical issue - deactivation mechanism kept going off" is not confirmed. The analyzed failure "material twisted/ bent wire" was confirmed. Specific actions for the analyzed failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 has inconsistent power. Intermittently poor cutting and cauterizing. They were able to complete the procedure using the product in question. The hospital did not report any patient effects.